Event description:
The customer reported an administration set with a ballooned silicone segment just below the upper fitment, stating the pump alarmed for occlusion and then for door ajar before the nurse discovered the ballooning. Ns was infusing at 150 ml/hr. The tubing was changed. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the device be received for eval.